Event description:
It was reported that the pcu was involved in an even that resulted in an over-infusion/overdose of potassium. There was patient involvement and no patient harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190) g07001 - part/component/sub-assembly term not applicable b17 - device not returned c20 - no findings available d15 - cause not established correction: date of event. Additional information: concomitant med prod data device available for eval? Returned to manufacturer on? Medical device catalog # medical device serial # unique identifier (UDI) # medical device model # device return to manuf .? Device eval by manufacturer? If other specify device manufacture date imdrf annex e grid, imdrf annex f grid, imdrf annex a grid, imdrf annex g grid, imdrf annex b grid, imdrf annex c grid, imdrf annex d grid. Manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. It was determined through investigation of the returned devices that the initially reported medical device catalog # 8015 alaris pcu 1.5 module without sn# is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pcu was involved in an even that resulted in an over-infusion/overdose of potassium. There was patient involvement and no patient harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported event that the device had pi patient incident case for 8015 could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
It was reported that the pcu was involved in an even that resulted in an over-infusion/overdose of potassium. There was patient involvement and no patient harm.